Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 38mmol/l. It was stated that while traveling the customer's glucose level went up, and she kept giving herself insulin. It was stated that the insulin pump did not give her any alarms when her glucose level was high. It was stated that the customer does not feel comfortable and requested a replacement of the insulin pump. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. No further info was provided.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to flush/loose drive support disk. Unable to perform the occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.